Manufacturer narrative:
UDI: (B)(4). Reporter's full name and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the cable/cord/wiring was damaged, the coupling was worn out, the control unit was defective and the overheated after six minutes. It was further determined that the device failed the following pre-tests: thermistor, safety, noise and handpiece temperature. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the motor device was warming. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.